Event description:
The customer reported being in the emergency room for low blood glucose. The blood glucose reading was 49 mg/dl. Troubleshooting was performed. The customer reported that she has experienced constant low blood glucose for the past two weeks. Programming in the insulin pump was correct. The customer also stated that she was wearing the device while having a cat scan. Ran a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.